Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal fell apart and did not get into the delivery tube. The seal could not be loaded. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. The event occurred sometime on the week of (B)(6) 2009; however, the exact date was unknown.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the delivery device was not attached to the loader and the plunger had not been depressed. The folded seal was in the loader device. Based on the reported complaint and the visual analysis, this is a case where the seal did not load properly. The reported failure was confirmed. (B)(4).